Manufacturer narrative:
The reagent lot number is 700538. The expiration date was not provided. Calibration was last performed on 27-sep-2023. The alarm trace showed abnormal aspiration sample probe and sample short alarms. The field service engineer (fse) found a faulty solenoid valve, pinched main water tubing, and partially crimped tubing within the system. The fse replaced the valve, main water gear pump head, and the gear pump, and performed adjustments. The fse performed calibration and qc successfully. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Event description:
There was an allegation of questionable phos2 phosphate (inorganic) ver.2 results for 2 patient samples on a cobas 8000 cobas c 701 module. The customer was prompted to repeat the samples as the results were flagged in their laboratory middleware program. For sample 1, the initial result was 8.03 mg/dl. The sample was repeated on another analyzer and the repeat result was 3.80 mg/dl. For sample 2, the initial result was 7.75 mg/dl. The sample was repeated on another analyzer and the repeat result was 4.65 mg/dl. The repeat results were deemed correct.